Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered 1 burst of anti-tachycardia pacing (atp) and one shock as inappropriate therapy for a suspected atrial driven rhythm. Technical services (ts) was consulted and discussed stored data. Additionally, ts noted a pacemaker mediated tachycardia (pmt) episode was stored. This crt-d remains in service. No additional adverse patient effects were reported.